Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was 123 mg/dl. The customer stated that there was cracked on the screen due to broken beltclip caused the insulin pump to drop. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.